Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, the hydros handpiece failed to prime properly at the start of the first treatment pass. The surgeon opted to replace the handpiece, but an "e200-motorpack r axis error" appeared on the aquabeam console and could not be cleared. The surgeon then transitioned to a second hydros robotic system and a new handpiece. During this attempt, approximately 95% of the first pass was completed before both system screens froze. Due to repeated problems, the surgeon aborted the procedure and resected the remaining tissue with a loop. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The hydros robot pc which is a component of the hydros robotic system was returned for investigation. The reported event of screen freeze and blue screen was confirmed during functional testing. Windows event logs were reviewed, which confirmed a signature for the windows blue screen of death (bsod). The root cause of the reported failure could not be determined. The hydros robot pc was replaced at this customer site and the issue has been resolved. A review of the device history record (DHR) for hydros robot pc lot number 24c05522 and hy1000t-us/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros robotic system user manual (um), um0401-00-01, rev. C, was reviewed. 4.2.2 warnings: setup. Assess the condition of all components prior to the aquablation procedure. If any component seems damaged or faulty, do not use the device. Replace the suspect device and contact procept. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.